Event description:
Related manufacturer report number: 1627487-2024-00013, 1627487-2024-00015. It was reported that the patient experienced high impedances on both implanted leads due to fracture and discomfort at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the scs system was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
It was reported to abbott, a patient was scheduled for an scs revision /possible system replacement due to high impedance on all contacts and pocket site discomfort. The leads were fractured. The entire system was explanted and replaced. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.